Event description:
The customer reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the bg by a corrective action as injections and blousing via the pump. Reportedly, the customer was using fiasp insulin and the cartridge for more than 3 days of use. Tandem customer technical support informed customer that fiasp insulin and the cartridge for more than 3 days is off-label per the user guide. The customer changed the infusion set and cartridge, resumed insulin therapy.